Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced mechanical issues with the device as it was no longer functional. During in-clinic evaluation, a reservoir tube crack was observed. The patient underwent a surgical procedure, wherein the existing ipp cylinders and pump were removed and replaced with a tactra malleable penile prosthesis, per patients request. The cause of the crack was not disclosed by medical staff. There were no patient complications reported.

Manufacturer narrative:
Event date: approximated based on event description.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced mechanical issues with the device as it was no longer functional. During in-clinic evaluation, a reservoir tube crack was observed. The patient underwent a surgical procedure, wherein the existing ipp cylinders and pump were removed and replaced with a tactra malleable penile prosthesis, per patients request. The cause of the crack was not disclosed by medical staff. There were no patient complications reported.

Manufacturer narrative:
Event date b3: approximated based on event description. Upon receipt at our quality assurance laboratory, these ipp cylinders underwent a thorough analysis. The cylinders were visually and microscopically inspected, and leak and pressure tested; all tests were passed. Both cylinders had wear at folds at their proximal ends; however, this is not likely to have affected the performance of the device. Product analysis was unable to confirm the clinical observations of a device function issue. H3 other text : pump analysis begun but not yet finished.